Event description:
A malfunction alarm, identified as malf 0, was reported with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.